Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Additionally, it was reported that the patient line was discolored. The customer experienced a blood glucose (bg) level of 400mg/dl and large ketones. A manual injection was administered to address the bg level. As the occlusion alarm had occurred in the past and the customer had changed their pump supplies prior to contacting tandem technical support (cts), cts was unable to perform a system check to determine a possible cause of the occlusion. Cts informed the customer that the discoloration of the patient line may have been caused by materials such as clothing rubbing against the patient line.